Event description:
Customer feedback:"nearing 100% false positivity rate."

Manufacturer narrative:
Corresponding to the production batch of product retention samples (lot:211co21215) , the negative coincidence rate test was pass. Followed up with user ,but no response from the user . Ihealth labs has since determined and/or confirmed the said lot (lot:211co21215) to have been the suspected counterfeit products. Ongoing investigation into the source of counterfeit goods.